Event description:
It has been reported to philips that the system did not boot up successfully, stalling at 00:00. The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn't boot up successfully. A review of the system log file showed the malfunction of the flexvision-pc. Upon functional testing, the fse found that the system did not initialize intermittently. The cause of the flexvision-pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision-pc by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.